Event description:
It was reported to philips that the system was hanging, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that the system screens went off. Review of the logfiles was done by fse which confirmed the issue with ippc and hard disk drives. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the system hangs and unable to review patient images are both interlinked issues. The issue has reoccurred in another case. The defective ippc was returned to failure analysis and confirmed that the bios had wrong software and software corruption. Fse replaced the ippc and hdd. After the replacement of ippc and hdd, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.